Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the location of the lesion was in the bifurcation of the left anterior descending (lad) artery and the circumflex (cx).

Event description:
It was reported that during stenting treatment procedure, stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified artery. The lesion was predilated. An unspecified sized synergy stent was used to treat the target lesion but was unable to cross the lesion. It was noticed the stent struts were out of shape. The procedure was completed using a promus stent. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.